Event description:
Reported no difficulty placing catheter. During flush, the nurse felt resistance so the catheter was pulled back a little and the flush was attempted again. A hole in the catheter was noted.